Event description:
During a pci treatment procedure, the maverick2 monorail balloon ruptured at 4 atms on the first inflation. The lesion being treated was a 90% stenotic lesion in the right coronary artery (rca). The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.